Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue: moisture behind display, all keypad buttons involved. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2017 with the following findings: investigation confirmed the alleged moisture behind the display lens. On testing, all keypad buttons were unresponsive. The keypad cover was removed for investigation and revealed no evidence of contamination on the contacts of the keypad buttons. Investigation duplicated the complaint. The pump was opened for further investigation and revealed moisture on all the internal pump components; the pump case was noted to be cracked.